Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3.0mm x 100mm x 90cm sterling sl balloon catheter was advanced for dilation. However, during the second inflation under nominal pressure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.